Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the united states.

Event description:
During cryoablation procedure using arctic front catheter, while ablating the 4th pulmonary vein, the cryoconsole showed two system notice errors (50005 and 50006, see description below). The pt experienced angina pectoris and the ECG showed st segment elevation for approx 10 minutes. The procedure was stopped. System notice 50005: the safety system has detected fluid in the catheter and stopped the injection. System notice 50006: the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum. The patient was discharged from the hospital on (B)(6) 2011, and was in good condition.